Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nausea, regurgitation, dizziness, lightheaded and ended up fainting. The patient was hospitalized and received medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea, regurgitation, dizziness, lightheaded and ended up fainting. The patient was hospitalized and received medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer reviewed the device's downloaded event log and found no errors logged. The manufacturer confirms the device was likely reset prior to being received at the product investigation laboratory. The manufacturer concludes there was no evidence of sound abatement foam degradation.